Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto 3 system. There was noise on all ECG systems. There was noise on ECG signa during a pvc procedure, no harm on patient, managed to finish with the noise. The signal interference (noise) was observed sometimes on intracardiac (ic), and sometimes ic and body surface (bs) channels. The signal interference (noise) was observed on the carto® and recording system, but usually on carto system in the unipolar channels. The physician did not have any intact ECG signal available to monitor patient heart rhythm. There were no patient consequences reported. The noise issue (lack of cardiac monitoring) is MDR-reportable.

Manufacturer narrative:
On 2-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto 3 system. There was noise on all ECG systems. There was noise on ECG signa during a pvc procedure, no harm on patient, managed to finish with the noise. Device evaluation details: the field service engineer provided case support and confirmed that the issue was not duplicated. The system is ready for use. A manufacturing record evaluation was performed for the system (B)(6) , and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).